Manufacturer narrative:
(B)(4). Baxter rec'd & evaluated the device. The device was found out of spec w/respect to the reported symptom, which was reproduced. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The upper auxiliary assembly (including the failed link switch) was replaced.

Event description:
It was reported that a spectrum pump had a door that would not latch. It was also reported there was no pt involvement.